Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) was suspecting a setscrew issue. In addition, the patient noticed a new spot on their chest. Technical services (ts) was consulted and recommended evaluation. This ICD system remains in service. No adverse patient effects were reported.